Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the upholstery is tearing at the screws that attach it to the crossbraces.